Event description:
The hospital clinical engineering technician reported that the ventilator alarmed and shut down while in use on a patient. The customer reported the ventilator restarted but then alarmed vent inop upon power up. The customer reported there was no patient harm. The hospital clinical engineering technician reported he was able to duplicate the reported event. Evaluation of the ventilator diagnostic log confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The hospital clinical engineering technician replaced the power supply upon factory product support recommendation to correct the findings.

Manufacturer narrative:
Device out of warranty. Hospital clinical engineering performs own service.